Event description:
An ocd lab specialist reported that a customer observed negatively biased total b-hcg results on a pt sample. The biased result was reported and questioned by the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation showed that upon 1000 fold dilution and retesting the sample, results of >500, 000 iu/ml were obtained. Testing of the sample at an alternate site displayed similar values. The event is consistent with a high dose hook event. The instructions for use other limitations section states that "samples containing greater than 300,000 iu/l jcg may read within the reportable range due to a high dose hook effect."